Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector pins were bent, preventing the monitor from connecting to an electrode belt. The root cause for the bent connector pins could not be positively identified. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 204 (belt/monitor unusable).